Event description:
Top came off/small piece of plastic that came off - oral-b [device breakage]. Case narrative: a mother reported via e-mail that the top of her 7-year-old son's (male) oral-b toothbrush head came off. No injury was reported. 20-oct-2024 follow up via email: the suspect product was oral-b power oral care refills precision clean. A small piece of plastic came off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
11-dec-2024, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Top came off/small piece of plastic that came off - oral-b [device breakage], product counterfeit - oral-b [product counterfeit]. Case narrative: a mother reported via e-mail that the top of her 7-year-old son's (male) oral-b toothbrush head came off. No injury was reported. 20-oct-2024 follow up via email: the suspect product was oral-b power oral care refills precision clean. A small piece of plastic came off. No injury was reported. 11-dec-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.